Event description:
Caller reported aviva blood glucose results of 81 mmol/l, 120 mmol/l, and 180 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).